Manufacturer narrative:
.

Event description:
Further follow up with the injecting healthcare professional indicated symptoms resolved approximately 6 months after injection after a second round of hyaluronidase.

Manufacturer narrative:
Medwatch sent to FDA on 10/30/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "puffy and liquidy" spot and "a ridge that was filled with clear liquid on the inner upper lip inside the patient's mouth" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform. Device labeling addresses the reported event(s) as follows: warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration." Precautions: "the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies." Adverse events: "the most common injection-site responses for juvéderm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticarial, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar." "Serious adverse events have infrequently been reported for juvéderm® ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain." "The onset of edema generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaid¿s, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, edema resolved within a day to a month."

Event description:
Healthcare professional reported 4 months after injection with juvederm ultra xc in the lips, the patient developed "puffy and liquidy" spot or "a ridge that was filled with clear liquid" on the inner upper lip inside the patient's mouth. Patient stated they were "not happy with their lips and wanted the product dissolved." Patient was treated with hyaluronidase. It is not known if the symptoms have resolved. Patient was concomitantly injected with juvederm voluma xc in the cheeks and juvederm ultra plus xc in the chin. Healthcare professional reported the patient was experiencing similar symptoms with the juvederm voluma xc; there were no issues with the juvederm ultra plus xc in the chin.